Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting while speaking with tandem technical support as the pump was being replaced and customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.